Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure to revise the patient's lead (reference MFR. Report# 1627487-2018-04942), the end plug of the lead was found to be sheared. The lead was removed and replaced. Effective therapy was restored post-op.